Event description:
We received an allegation about discrepant results for 2 patients' samples tested with tina-quant c-reactive protein IV (crp4) assay on a cobas 4000 c311 stand alone system. Sample 1: initial result: 0.6 mg/l (accompanied by a data flag). 1st repeat result: 0.6 mg/l (accompanied by a data flag). 2nd repeat result: 19.12 mg/l. Sample 2: initial result: 0.6 mg/l (accompanied by a data flag). 1st repeat result: 0.6 mg/l (accompanied by a data flag). 2nd repeat result: 22.09 mg/l. Sample 1 and sample 2 were repeated on (B)(6) 2025. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The crp4 reagent lot number was 812724. The expiration date was not provided. The customer mentioned that they had qc issues, and they received a standard error while trying to perform calibration. The calibration failed. They then loaded a new reagent with the same lot number and performed qc with successful results. The investigation is ongoing.

Manufacturer narrative:
Correction: the crp4 reagent lot number was 813724 instead of 812724. Alarm and calibration traces indicated potential hardware issues, with almost every calibration flagged with std.e and unacceptable qc performance. The field service engineer checked the instrument and found the following: the issue was resolved after the replacement of the crp4 reagent. The sample probe was proactively replaced. No further issues were reported since (B)(6) 2025. A hardware check was performed with successful results. Based on the available data and observed failure mode, there was no evidence for a general instrument and reagent issue. The root cause of the issue was consistent with a single reagent pack or a partially blocked sample probe. No detailed root cause analysis was possible due to a lack of information.